Event description:
In the middle of the scheduled robotic procedure, the camera carriage brake (on the da vinci robotic camera arm) appears to have gone bad. The camera is locked in place on the horseshoe shaped carriage but the mechanism on the carriage allows it to move freely up and down the robotic arm. Surgical staff must physically hold the camera in place, so that the surgeon may visualize the field and complete the procedure. Robotics lead rn notified. Da vinci customer service hotline and technical field specialist called. After discussing the issue with all parties involved, it was determined that surgical staff would continue to hold the camera in place until completion of the procedure already underway. Vendor will attempt to locate a new camera arm and come this evening to replace the one currently in use.